Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump does not turn on. The customer's blood glucose reading was 356 mg/dl at the time of incident. Customer indicated that they do not have a new battery to use in the pump. Troubleshooting advised customer that a new replacement battery cap would be sent to them to resolve any issues and to call back if this does not work. The customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction until the cap arrives.

Manufacturer narrative:
The insulin pump was received with currents in specifications. No blank display. The lcd board tested ok. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The insulin pump had minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.